Manufacturer narrative:
This report is associated with argus case (B)(4), biotene original oral rinse.

Event description:
Instead of spitting the rinse out, she accidently swallowed it. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number (B)(4), expiry date 30th september 2018) for dry mouth. In (B)(6) 2016, the patient started biotene original oral rinse (savannah) (oral) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and accidental ingestion of drug. Biotene original oral rinse (savannah) was continued with no change. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received on 07 november 2016 consumer reported that she received the biotene original oral rinse 2oz (savannah) at the end of (B)(6) 2016. She had been using it for a few days. Today instead of spitting the rinse out, she accidently swallowed it. Consumer indicated she had never this experience with a similar product. The consumer used the product for few days from end of (B)(6) 2016).